Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn received a report from a welch allyn customer stating that their atlas device would shut down during use without warning. There was no patient/user injury reported. The customer did not provide any patient information. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Welch allyn product service confirmed the device had a low capacity battery. It was confirmed that the battery was dated 05/09. The date on the battery reflects the warranty period, and is dated 2 years and six months after the date of manufacture. The battery was manufactured in 11/2006, therefore the battery was over 9 years old since date of manufacture. No failure was found within the device itself. The directions for use provide an annual battery test to prevent this type of failure. No further investigation will be conducted.